Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away due to cardiac arrest induced by ventricular tachycardia. Return of spontaneous circulation (rosc) was achieved and the family decided to withdraw support. The patient's pump parameters were within normal. There were no reported alarms by the clinician prior to the event. The outcome was not device or therapy related.

Event description:
Additional information was received that the patient had ventricular tachycardia and ventricular fibrillation. The ventricular arrhythmia led to low flow. Cardiopulmonary resuscitation (CPR) was ongoing and return of spontaneous circulation (rosc) was achieved. The patient did not have a good neurological response post rosc, so the family decided to stop the heartmate 3 pump. The device operated as expected.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event and subsequent patient outcome could not be conclusively established through this evaluation. The reported low flow alarms could not be confirmed. Although a specific cause for these events could not conclusively be determined, it was reported the arrhythmia led to low flow. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate 3 patient handbook, rev. D, are currently available. Section 1 of the IFU, ¿introduction¿, lists adverse events, including cardiac arrhythmia, other neurologic events (not stroke-related), and death, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 1 of the IFU also addresses all pump parameters, including pump flow. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms and explains that changes in patient condition can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 6 of the IFU, ¿patient care and management¿, lists arrhythmia and neurological dysfunction as potential late postimplant complications. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.